Manufacturer narrative:
Underwater leak testing disclosed a leak in the balloon membrane. The penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 12/6/97. On 12/12/97, the doctor moved the iab about 2-3 cm to the outside. On 12/17/97, powdered blood was noted in the tubing and the iab was removed. No alarm sounded from the pump. Event complications: none from the event-reported 12/18/97. Pt's current status: unk-rpt'd 12/18/97.